Event description:
Litigation papers allege increased, persistent pain in the right hip and thigh, decreased strength and range of motion, difficulties with balance, increased difficulty with ambulation and weight bearing, bursitis-like symptoms including tenderness and swelling in the right hip and thigh, elevated blood serum levels of cobalt and chromium.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.